Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2010-(B)(6), explanted: unk.

Event description:
The patient experienced abdominal discomfort with abdominal exercise. The patient requested removal of the pump; and the pump was explanted on (B)(6) 2011. The patient's outcome was noted to have resolved without sequelae. Drug delivered was baclofen 100mcg/ml at a daily dose of 38.33 mcg and morphine.